Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Implant and explant dates were not provided by reporter and are unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a male patient came to the hospital due to discomfort (pain, swelling) where a breakage of a metaphyseal locking compression plate was detected. The original implant date is unknown. The patient did not realize when the incident happened. On an unknown date, the patient was revised. It was reported that there was prolongation of hospital stay. This report is 1 of 2 for (B)(4).